Event description:
It was reported that missing sensor wire occurred. The product was evaluated. An external visual inspection was performed and failed. The allegation was confirmed. The probable cause was determined to be sensor wire is missing. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached sensor wire occurred. The sensor was inserted into the arm on (B)(6)2023. On the same day the patient inserted the sensor, he removed it from his arm and noticed that the sensor wire had detached from the underside of th transmitter holder and remained stuck in his skin. The patient tried to remove the wire with his fingers but was unsuccessful, so he went to the emergency surgical unit of the hospital the following day where a surgeon attempted to remove the wire from his skin. The surgeon used a scalpel and tool tweezer to attempt to extract the wire but was also unable to remove it. The patient went home after one hour at the hospital and felt fine at the time of the report. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.